Manufacturer narrative:
The pump was received with motor error alarms due to corroded motor home switch. The pump was cracked on reservoir tube, had cracked battery tube threads and scratches on display window. The pump had no "buzzing" noise during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states that insulin would not go through, but whenever it did, the device would rewind itself. The customer's blood glucose level at the time of incident was 455mg/dl. The customer treated the high with manual injection. The customer also mentioned the device making a buzzing noise. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.